Event description:
It was reported that a possible lead breakage and magnetic interference at the security gate at a department store. The patient chose not to use the stimulation because it was stimulating up high under her breast and she called her doctor who redirected to manufacturer's representative and the patient left a message and no one returned her call. The patient stated this occurred back in 2003-2004 sometime. The patient stated she hadn't turned it on since then. The patient had a manufacturer's representative came in recently to the neurologist office she worked in within the last year and the representative stated that the stimulator was low. The patient was feeling a tiny charge out into her body area like the wire broke from the battery pack. The patient stated it was on the right side and the battery pack was on the right side and it wasn't a constant sensation before, but while she was sitting there talking on the phone it seemed like it was constant. The change started today (call day). The symptoms occurred following some type of environmental exposure. The source of the exposure was a theft detector or security gate at a department store. The patient thought the device was off during exposure. The patient always assumed that the device was off and had never had this issue before when going through different department store security gates. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 3887-28, lot# j0012755v, implanted: (B)(6) 2001, product type: lead. (B)(4).